Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose reached 700 mg/dl. The customer's mother stated their infusion set cannula would be bent upon removal from the customer's body. It was also found the customer had repeated no delivery alarms. Troubleshooting for the no delivery alarm did not occur at the time of the call. Customer was advised to call back when the alarm occurs. The customer's blood glucose was over 300 mg/dl at the time of the call. Customer was advised of the possible causes of bent cannulas on their infusion set. The customer's infusion sets will be replaced.